Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the non tapered torque driver tip remains in-situ and the instrument was discarded, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Images of the broken instrument were provided, which show the tip of the instrument sheared at the hexalobe approximately 2 mm from the distal tip. The remaining portion of the hexalobe is deformed in the clockwise direction, consistent with over torqueing during tightening. Repeated use of the driver may have contributed to compounding stresses, leading to failure.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a torque driver tip sheared off and fused into the screw. The torque driver tip remains in the patient confined to the screw. Surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a torque driver tip sheared off and fused into the screw. The torque driver tip remains in the patient confined to the screw. Surgery took place (B)(6) 2017.